Event description:
It was reported that a patient underwent an unknown procedure in 2026 and suture was used. During the procedure, according to the client¿s report, the suture broke during use, as detailed in the attached complaint letter. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: did this issue contribute to any patient adverse event? : there wasn¿t any adverse event on the patient how many devices demonstrated the alleged deficiency? : 7 but the client disposed of these ones please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq) : (B)(6). Please provide us with the product shipping status and the shipment tracking number. : we will proceed with the return and as soon as we get the tracking number we will send it to you. "D4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01)gtin is not available.